Event description:
Permanent dual chamber pacemaker was implanted 3/27/95, ventricular lead was determined to fail to capture approx. 90%; pacemaker was reprogrammed with no improvement in capture rate. The pt was returned to the or on 3/29/95 for repositioning of the lead. The attempt was unsuccessful, removal and replacement were required.